Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was several months back (approximately (B)(6) 2017). It was reported the patient¿s right leg swells and had shooting pain down the leg and their hip was hurting. The patient had swelling to where they could not bend their knee. This occured when trying to walk or getting in and out of car. The patient had been in pain since 1982. The patient had two back surgeries, two hip replacements on right side, and one left knee surgery and their hip was loose. The patient was always real sore on the top and bottom of the pump and it hurts. The pump had gone from high on top and had slid down some. The patient told the doctor and was told it was common. The doctor gave her something to numb it like cream or a patch, but she said she would ¿tuff it out¿. No further complications were reported.